Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella left main stenting procedure. The sheath was upsized to 13f and the impella left main stenting procedure was completed. The knot of the first proglide device was successfully tightened. Reportedly, a suture break occurred during knot tightening of the second proglide suture. Manual arterial compression was applied for 20 minutes and fem-stop was applied for one hour to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in-training in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.